Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection on the device was performed and found the teflon pad separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. In addition, the jaw of the device was found misaligned when the handle was closed; which causes metal to metal contact giving a ¿short circuit error¿ and ¿seal or seal & cut error¿ messages when the device is activated. The root cause for the damaged teflon pad is most likely due to insufficient or no tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopically assisted vaginal hysterectomy (lavh) procedure, a small portion of the teflon pad peeled off and fell inside the patient. The device fragment was retrieved. In addition, the patient was irrigated and no additional device fragment was found. The procedure was completed using a different but similar device. No patient injury was reported.